Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation it was noted that the right ventricular (rv) lead exhibited over-sensing and low-pacing impedance. The lead was capped and replaced on 14 aug 2023. The patient was in stable condition.